Event description:
"This complaint is from a literature source. The following literature cite has been reviewed: li b, pan w, ma j, huang y. Hemostatic effect of oxidized regenerated cellulose vs. Topical tranexamic acid in total knee arthroplasty-a prospective randomized controlled trial. Front surg. 2025 jan 7;11:1515610. Doi: 10.3389/fsurg.2024.1515610. Pmid: 39840260; pmcid: pmc11747695. This randomized controlled trial compared the hemostatic effects and complications of oxidized regenerated cellulose (orc) and topical txa in total knee arthroplasty (tka), thus providing a reference for the use of orc as an alternative hemostatic agent to txa in tka. The authors investigated a total of 101 patients (n=34 in the orc group: male=7, female=27; mean age=66.88 ± 5.31) who underwent total knee arthroplasty using surgicelfibrillartm (eth) at xi¿an hong hui hospital from december 15, 2022, to march 15, 2023. Reported complications are: calf muscular vein thrombosis (n=14) treatment: not reported. Swelling (n=3) treatment: not reported. Wound complications (n=3) treatment: not reported. Nausea and vomiting (n=6) treatment: not reported. In conclusion, our prospective randomized controlled trial (rct) highlights that, oxidized regenerated cellulose (orc) can reduce postoperative invisible blood loss in total knee arthroplasty and achieve a hemostatic effect similar to topical tranexamic acid (txa). This provides a safe and effective hemostatic option for patients with severe underlying diseases or contraindications to tranexamic acid."

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number(s). 2. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative patient consequences described in the article? 3. Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? 4. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. 5. Can specific patient demographics: initials; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? Citation: 10.3389/fsurg.2024.1515610. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.